Manufacturer narrative:
Physio-control replaced both the system controller (sc) and user interface (ui) pcb assemblies to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly but was unable to duplicate the inappropriate device reset upon boot-up. Physio did observe that the display was pixilated. The cause of the display issue was a thermally sensitive integrated circuit (ic) chip, designator u8. Physio also examined the removed sc pcb assembly and observed no failures of the assembly.

Event description:
The customer contacted physio-control to report that during a patient event the service indicator appeared and the display went white. A white display is indicative of a device lockup condition that could delay, or prevent, defibrillation, if it were necessary. A backup device was readily available and used to continue patient care. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
Physio-control evaluated the customer's device but did not verify the reported white display; however, physio did observe that the unit would reset by itself and not complete the boot-up cycle. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.